Event description:
It was reported the ax55g was used during a low anterior resection. It was reported by the affiliate after using the device, the surgeon realized that it did not have any staples. The surgeon is keeping the device until the pt is out of hospital. There was no consequence to the pt.

Manufacturer narrative:
The complaint consists of two devices , both were sent in the same container, however, co has been informed that one of the devices is for medwatch #1527736-1998-996. Co was unable to determine which device belongs to which medwatch due to the batch and lot numbers being the same. Co has shown both devices under these medwatch numbers 1527736-1998-679 and 1527736-1998-1083 and shown the 1527736-1998-996 as a source.